Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62 year old male with a history of myocardial infarction presented with chest pain and suffered an episode of ventricular fibrillation in the emergency department, requiring resuscitation. Patient declined surgery, but had to be readmitted to the intensive care unit due to myocardial infarction and cardiogenic shock. Percutaneous coronary intervention was performed and after that, an impella cp was placed. During therapy, "placement signal low" and subsequent "impella in ventricle alarm" occurred that were most probably associated with poor ventricular function and lacking pulsatility. Subsequently, the patient was escalated to impella 5.5 on the same day. During support with the 5.5, the patient remained highly unstable and in critical condition, suffering episodes of ventricular tachycardia. Due to the poor prognosis, care was withdrawn and the patient expired after three days of support. Death was most likely contributed to the patients underlying critical condition.

Manufacturer narrative:
Additional information received confirmed the event date as november 14, 2025, as previously reported. Correction. Section d1 brand name was corrected accordingly.